Event description:
During product evaluation by baxter service personnel, a colleague infusion pump was found with failure code 550:320:654:0000 with damaged wires on speaker and rear inverter harnesses. There was a failure to audibly alarm. There is no further complaint information available. The user interface module master software version is currently unknown.

Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. A service history review revealed no previous service events were related to the reported condition. This device is a remediated colleague pump with a user interface module software version of 5.09.90. Device evaluation: the reported condition of a colleague infusion pump with failure code 550:320:654:0000. This condition was caused by damaged wires on speaker and rear inverter harnesses. The speaker and rear inverter harnesses were replaced to correct the reported condition.